Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was changing his battery to the ac adapter when he suddenly did not feel well, but the feeling quickly dissipated. Patient reports that he only disconnected one power port and there was a battery in the other. After analysis of log files, it was noted there was a power up event with pump stop. There was no power alarm while both power sources were not connected. The battery and controller were exchanged with no reported consequences to patient. No additional information provided.

Manufacturer narrative:
The controller and (B)(4) were returned for evaluation. (B)(4) was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the receiving inspection records confirmed that (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed  that a controller power up event occurred on (B)(6) 2016 at 21:57:23. Data entry prior to the controller power-up event was recorded on (B)(6) 2016 at 21:47:09 hours. This entry shows that battery (B)(4) (81% of capacity) and an ac adapter were connected to ps1 and ps2 respectively. Next data entry was recoded around 25 minutes later (22:12:21 hours). This data entry shows battery (B)(4) and an ac adapter connected to ps1 and ps2 respectively. This entry also shows battery capacity values of 202 and 203 , which means that (B)(4) and the ac adapter was at one point disconnected and reconnected within the preceding 15 minute interval. However, these disconnections occurred after the controller power up event. Analysis of the controller and (B)(4) revealed that the devices met specifications; the units passed visual examination and functional testing. The "no power" alarm functioned when both power sources were disconnected from the controller. During supplemental testing, the controller was exposed to 40oc ambient temperature for 12 hours to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Based on the available information, the most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources. The reported issue with the "no power" alarm could not be confirmed during testing; the "no power" alarm worked as intended. Concomitant medical products: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.